Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). No samples or photos are available for evaluation. As a result, a potential root cause cannot be defined and no corrective actions are required at this time. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: a potential root cause cannot be defined. Rationale: no corrective actions are required.

Event description:
It was reported that the bd luer-lok disposable syringe with bd luer-lok tip leaked during use. The following information was provided by the initial reporter: "customer reported to see leakage from the syringe. Plastic part of syringe was leaking allowing air into the needle".